Event description:
A healthcare professional reported that the patient came in for the pump to be unhooked. The pump read that there was only 0.1 ml left to be infused and 3 minutes remaining. The bag of chemo was almost completely full. The chemo that was remaining was removed to be measured and the patient only received 30ml of the 120ml bag. Medication being infused was an unknown chemo drug. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
The analysis of the returned device is complete. The results are below: this complaint was reviewed and upon review of the event detailed description, the initial reported complaint code was coded incorrectly. The complaint was determined to be included in CAPA #it2023-15. This complaint is being closed to be investigated under the CAPA. The pump's event log was pulled and reviewed, showing an abrupt power off in the middle of the infusion, which explains why the pump did not infuse the whole medication bag and why it prompted the infusion was just about complete even though it was not. The pump did undergo a flow rate test and it measured at 95.529ml out of 100ml which has a -4.471% deviation which is in spec.